Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "intermittent air detect". This occurred during an unspecified process step. There was no patient involvement. No additional information is available.